Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse isolated the leak to the right angle helium connection on the high pressure regulator. Tightened connector, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Manufacturer narrative:
Updated sections: b4, e1 (site country), g3, g6, h2, h10, h11. Corrected sections: b5, b6, b7, d10, h6(health clinical & impact).

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit is leaking helium. There was no patient involved.